Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical livewire 7 french sheath. Transseptal needle. Carto 3 system, model # m-4800-01, s/n: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial tachycardia with a thermocool smarttouch uni-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During transseptal phase (after inserting the sheath and ablation catheter) and prior to any mapping or ablation, a tamponade occurred. Pericardiocentesis yielded an unknown amount of fluid. Remainder of procedure was abandoned. Patient required 2 extra days of hospitalization as a result of this adverse event. Patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician's opinion regarding the cause of the adverse event is that it was related to a non-bwi product malfunction, specifically the sheath. Transseptal puncture was performed with an unknown needle. Sheath used was a st. Jude medical livewire 7 french. Generator settings were not provided, as no ablation had been performed. There was no information regarding irrigated catheter flow. There were no error messages reported on any bwi equipment during the procedure. Patient received anticoagulation during the procedure with activated clotting times maintained in an unknown range.